Event description:
According to available information this device required replacement due to no longer filling completely after a vigorous sexual encounter. It was noted that a tubing break was found during replacement surgery. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. Partial separations, surrounded by abrasion, were noted on both exhaust tubes of the pump. These are not sites of leakage. A separation was noted on the shorter exhaust tube of the pump at the strain relief junction. This is a site of leakage. The surfaces appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with the reported ¿vigorous¿ device usage, could contribute to sufficient stress to separate the shorter exhaust tubing at the strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.